Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of field service representative visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the main pcba and installed a preventative maintenance kit. The ventilator was calibrated and the performance was verified. After being repaired, the ventilator passed all testing and met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis lab (fa) lab received and evaluated the main pcba. The reported complaint was able to be confirmed but not duplicated. Transducer pt802 has recorded faults on the event log but was successfully calibrated during testing by the vyaire failure analysis lab (fa) lab. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator has xdcr faults. It is currently unknown if there was any patient involvement associated with this event.